Event description:
A customer reported to baxter (B)(4) a colleague compatible set with filter in which a leak was observed in an unknown injection site. The process step is unknown. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection and functional tests were performed and revealed that the elastomer on injection site was detached. The detachment caused the leak. The reported condition was confirmed. The assigned root cause was due to a detached polymer septum. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.